Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on september 25, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sorethroat and some bleeding related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed an unknown dust contaminant on the front panel. The rear panel o-ring was observed to have not been seated correctly onto the rear panel. The cap of the blower box was observed to be missing one of the screws, an unknown dust contaminant evidence of liquid was observed on the rear panel and bottom enclosure, water ingress was observed to the blower and blower box. A keratin like substance was observed on the blower box outlet, addresses the issue of keratin. The blower was observed to have a blue piece of plastic like material inside of it stuck within the impellers, causing it to not be able to rotate. There was evidence on the blower top that this piece of contaminant was rubbing on it. There was an unknown dust contaminant inside the blower and blower seal. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing/short of breath. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.